Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported cuff miss is confirmed. Based on a visual and functional inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported cuff miss cannot be determined. Additional treatment to achieve hemostasis (although the treatment was not specified) appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received indicating: the interventional procedure performed was an aortic valve replacement. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.